Manufacturer narrative:
Multiple requests to the publication author for additional clarifying information were made without success to acquire the following information: the dates of implant, any adverse events that occurred, lot numbers of the bioglue, amount of bioglue used, and the current status of the patient. No response was received. Manufacturing records for the bioglue used in the study were not reviewed as lot numbers were not provided. The system could not be queried for potential lots shipped to the hospital as dates of implant were not provided. A review of the publication was performed. The case reports of a (B)(6) male who 4-years ago underwent subtotal removal of an intramedullary who (world health organization) grade 1 thoracic ganglioma. Closure of the dura was performed using 6-0 prolene and bioglue. 22 monthly after surgery an MRI scan of the previous surgery site showed a lesion posterior to the thoracic cord with characteristics consistent with granulomatous collection. The patient was not symptomatic and subsequent MRI showed spontaneous resolution of this lesion and no tumor progression. Reoperation was not required and he remains under observation with serial imaging on a 2-yearly basis. Clarifying information was unable to be obtained. Unknown information includes the amount of bioglue applied and the technique in which bioglue was applied. Miscusi used bioglue in 12 patients who underwent spinal surgery; patient follow-up occurred at 3 months and 1 year. There were no complications in the bioglue group and no local or systemic adverse reactions to bioglue were observed during at 1-year. The authors do state in their experience a single very thin layer of bioglue is sufficient and that the application of larger quantities may create a ¿pooling of glue, potentially leading to serious side effects such as compression of spinal cord and nerve roots¿ (miscusi et al. 2014). Miscusi suggests in spinal dural closures bioglue should be applied <1mm thick along the suture lines (miscusi 2011). The IFU (instructions for use) lists observed adverse event ¿inflammatory reaction.¿ the amount of bioglue used is unknown; however, if a large amount was utilized it could result in an enhanced or prolonged inflammatory reaction. An exact root cause cannot be determined; however, the persistence of bioglue and subsequent granulomatous inflammatory response suggests that an excessive quantity of bioglue may have been used. The IFU lists inflammatory and immune responses as potential adverse events. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
The publication, "bioglue induced granuloma causing symptomatic spinal cord compression: a late complication" by rasul f.t. Et al. Published in acta neurochirurgica, describes two cases in which the use of bioglue caused a local reaction culminating in the formation of a granuloma that caused cord compression several years after surgery. Case 2 details of a (B)(6) male who underwent a removal of thoracic ganglioglioma in which bioglue was used as an adjunct to ensure dural closure. 22 months after surgery, an MRI scan showed a lesion posterior to the thoracic cord which was consistent with granulomatous collection at the site of the previous surgery. The patient was not symptomatic from the lesion and the MRI showed no tumour progression.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The publication, "bioglue induced granuloma causing symptomatic spinal cord compression: a late complication" by rasul f.t. Et al. Published in acta neurochirurgica, describes two cases in which the use of bioglue caused a local reaction culminating in the formation of a granuloma that caused cord compression several years after surgery. Case 2 details of a (B)(6) year old male who underwent a removal of thoracic ganglioglioma in which bioglue was used as an adjunct to ensure dural closure. Twnety two months after surgery, an MRI scan showed a lesion posterior to the thoracic cord which was consistent with granulomatous collection at the site of the previous surgery. The patient was not symptomatic from the lesion and the MRI showed no tumour progression.